Event description:
It was reported that a transmitter did not work occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share log was performed, and the allegation was confirmed. The probable cause was determined to be signal loss due a defective transmitter. The reported event of a transmitter did not work is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.